Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged possible over delivery, ems dispatched for low bgs and absence of suspend alarm/suspend anomaly found on nov 10, 2021. Also, on (B)(4), svn#: 000312948423 - customer returned pump for an alleged possible over delivery found on (B)(6) 2021. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08725 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Pump was programmed with a test guardian link (3) sensor and the glucose sensor simulator. Programmed the sensor low settings for 90 mg/dl and turned the alert on low, suspend on low, and resume basal alerts on. Pump was monitored, the glucose sensor simulator bg level was lowered, and the alert on low, suspend on low, and resume basal alerts activated at 90 mg/dl properly with audio alerts. No absence of suspend alarms or suspend anomaly noted. In further full review of the pump history on the event date of (B)(6) 2021 there is no unexpected alarms/suspends noted and found bolus wizard and cl1microbolus deliveries of dailytotalofbolusinsulindelivered: (21.8 u) bolus. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.0 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay, a cracked battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. The pump passed all the required testing. Unable to verify customer alleged for low bgs. The force sensor is within specification and the motor functioning properly. Customer alleged for possible over delivery was not confirmed. Absence of suspend alarm/suspend anomaly was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that ambulance were dispatched for low blood glucose on unknown date. Blood glucose level at the time of the incident was 30 mg/dl which was treated with food and sweets. Customer's blood glucose level was 60 mg/dl. Customer stated that ambulance rescued him and gave sweets to recover. Customer was alleging insulin pump for over delivery because blood glucose was 60 mg/dl still insulin delivery did not suspended till 30 mg/dl. Customer was using insulin pump within 48 hours of high blood glucose incident. Auto mode feature was active at the time of incident. The insulin pump will be returned for analysis and reservoir will not returned for analysis.